Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient having the drain line submerged in the drain vessel. The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted a baxter technical service representative (tsr) regarding a check lines and bags alarm that appeared on the display of the home patient's (hp) homechoice (hc) machine during set up. The patient was not connected. The tsr explained the alarm to the hp. Tsr had the hp check for closed clamps on all used lines and open clamps on unused lines. The hp found an unused line clamp open so he closed it. Tsr had hp check the drain line and found the drain line was actually sitting in the water. Tsr had the hp pull the end of the tube out of the water, press go, and the hc started priming. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.